Event description:
Customer stated that head section on bed would not go up. No injury alleged.

Manufacturer narrative:
Tech found that the head section was not going up due to bad valve. Replaced hydraulic valve to resolve this issue. Bed located in storage area.